Event description:
It was reported that the wake button was not working. Subsequently, the customer experienced a low blood glucose (bg) displayed as "low". A specific bg value was not provided. The customer consumed carbohydrates to address their bg. Reportedly, the customer continued to use the pump for insulin therapy.